Event description:
It was reported that there was a crack on the insulin pump at the reservoir compartment. The customer's blood glucose was 131 mg/dl. Troubleshooting was done. The customer was unaware of how the damage occurred. The customer stated that she did drop the insulin pump and it was bumped. However, the customer stated that the insulin pump was not damaged in those instances. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.